Manufacturer narrative:
Additional manufacturer narrative: the device evaluation is anticipated, but not yet begun. A supplemental report will be submitted up on evaluation completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received notification that a 27mm pericardial mitral valve was explanted after an implant duration of seven (7) years and two (2) months due to unknown reasons. The explanted valve was returned for evaluation. No additional details were provided.

Manufacturer narrative:
Device evaluated by manufacturer: radiography reveled moderate calcification on all three leaflets, commissure 2 bent, and wireform intact. During visual examination, host tissue was found on the leaflets and into the orifice at the inflow and outflow aspect. Host tissue was also identified on the stent circumference at the inflow and heavy at the outflow aspect. Thickened and swollen tissue was observed on the free margin of leaflets 1 and 3 near commissure 1, and on the free margin of leaflets 2 and 3 near commissure 3. Fibrin-like deposits/vegetation material was observed on leaflets 2 and 3 at the outflow aspect. The sewing ring had cuts around commissures 1 and 2. The reported clinical observation was confirmed. Based on the product evaluation findings, calcification, host tissue and thickened leaflets restricted leaflet mobility which led to stenosis. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Calcific degeneration is contributed to many factors which include patient factors (age, disease state, pharmacological intervention, etc.) Mechanical stress related to the valve¿s hemodynamics performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edward¿s tissue valves due to anti-calcification treatments during manufacturing. In this case, patient condition/factors most likely contributed to svd which lead to the explant of this device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Submitted supplement to include additional information received through follow up with the healthcare provider.

Event description:
Edwards received additional information through follow up with the healthcare provider that the 27mm pericardial mitral valve was explanted due to stenosis. It was reported that bacteriological analysis was completed and was negative. However, a previously treated endocarditis (pulmonary infection) could not be ruled out.